Event description:
A (B)(6) old, male, pt, contacted zoll costumer support to report a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause for the service code 204 is poor solder connections of the pulse wires inside the electrode belt distribution node. The root cause of the poor solder connections cannot be positively identified but is likely assembly error. No adverse event resulted from the poor solder connections. The pt received a replacement electrode belt.